Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing peripheral neuropathy for several years that has gotten worse recently and suspects it may be caused by their implantable pulse generator (ipg) changing the electrical conductivity of their blood when in use. The device remains in use. No further patient complications have been reported as a result of this event.